Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 163 mg/dl. Customer reports that screen would turn off or on when tapped with hands. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After battery change, display screen returned. Customer was advised that battery cap would be sent to rule out issue was with battery cap. No further information provided.